Event description:
Patient in operating room for dilatation and evacuation of uterus following fetal demise. The berkley suction machine was brought into the room and plugged in. After the patient was anesthetized, draped and prepped the surgeon was ready to use the machine. When the rn tried to turn on the machine nothing happened. The clinical supervisor was immediately called into the room and did some trouble shooting. The machine would not turn on. The clinical supervisor immediately went to the obstetrics unit and obtained their berkley suction unit and the case was able to be completed without any problems occurring. There was no harm done to the patient. The case was delayed by approximately 10 minutes. Manufacturer response for berkley suction machine, (brand not provided) (per site reporter). Unk.